Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-09. H6: investigation summary batch history analysis was performed (DHR), quality notifications and maintenance records were verified, and potential records related to failure were not found. However, it was possible to confirm the deviation by analyzing the sample sent by the customer (damaged barrel). The process was evaluated and according to the investigation performed, a possible cause of the defect may have been a jam in the marking or assembly step of the syringe.

Event description:
It was reported that the bd plastipak¿ syringe leaked from the damaged barrel. The following information was provided by the initial reporter, translated from portuguese to english: "leak through the damaged syringe barrel.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe leaked from the damaged barrel. The following information was provided by the initial reporter, translated from portuguese to english: "leak through the damaged syringe barrel."